Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. The issue was observed during testing of the device. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) requesting service. During service it was observed that the cutter could not be inserted. It was reported that the device was not used in surgery and there was no pt or user injury. No additional information is available. If any additional information should become available, this notification will be updated accordingly.